Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4)

Event description:
A clinical director reported a patient with diffuse lamellar keratitis of the right eye post lasik treatment. Upon additional follow up it was reported topical steroids were added to the drop regimen; the symptoms resolved by three weeks post treatment.